Event description:
It was reported by the system longevity study that the patient experienced phrenic nerve stimulation. Per medical judgment, the left ventricular (lv) amplitude was decreased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.